Manufacturer narrative:
The field service technician replaced the yellow connector according to OEM instructions. Equipment was repaired to OEM instructions. Software attributes verified. Oer-pro service and repair checklist was completed successfully. Electrical safety test performed. Log file reviewed with no issues. Repair was verified by completing one full cycle with no issues. The most likely cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that during maintenance, the device's connector was broken. The washer worked as intended and the chip was found not in the actual connection port but the small edge around the connection port. There was no patient injury reported.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of the event cannot be conclusively determined. Possible causes include: accumulated stress over time, causing the connector to become loose and come apart or an impact that caused the yellow connector to chip. Per the instructions for use state: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. "Warning. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment".